Manufacturer narrative:
The reported event is confirmed as manufacturing related. The exact root cause is current equipment used to perform the notch perforation needs to be improved or implement a new equipment to perform the notch perforation. Defects that were reported: incomplete perforation on notch and notch not perforated are related to the notch perforation process. Visual: visual evaluation of the returned sample noted two opened (without original packaging), used all-silicone temp sensing foley catheter. Visual inspection of the samples noted no obvious visible observation. Sample #1: the catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 5 minutes without leaks and was not able to passively deflate returning the 10ml of solution. Dissected the balloon and noted that the notch was not perforated. The received sample #1 does not meet specifications which states ¿verify that the eyes piercing is complete.¿ reported event was confirmed. Sample #2: the catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 5 minutes without leaks and passively deflated in 60 seconds without issue or cuffing, returning 10ml of solution. Leakage with no findings. Reported event was not confirmed. A DHR review was not required for this reported issue. The labeling review was not required for this reported event. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water was injected into the foley catheter during a pretest, but the water could not be drained. Two defective products were recalled because the same incident occurred two times in a row. The representative has confirmed that the two catheters have been returned. Both serial numbers and events are the same. No abnormality could be confirmed. They cut the inlet tube and discarded the bag.

Event description:
It was reported that sterile water was injected into the foley catheter during a pretest, but the water could not be drained. Two defective products were recalled because the same incident occurred two times in a row. The representative has confirmed that the two catheters have been returned. Both serial numbers and events are the same. No abnormality could be confirmed. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.